Event description:
It was reported that during a posterior lateral coronary artery stenting procedure, the 2.0x15mm nc voyager ruptured in the heavily calcified lesion at 14 atmospheres. The balloon was fully removed from the vessel. There was no adverse patient sequela or a clinically significant delay in procedure reported. The procedure was successfully completed using another device. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.